Event description:
It was reported that revision surgery was performed in (B)(6) 2012 due to pain.

Manufacturer narrative:
Additional information:following receipt of additional information by smith & nephew, it has been established that this case was accidentally also reported to FDA under MDR 3005477969-2014-00213. Smith & nephew are treating this MDR (3005477969-2012-00237) as the correct report for the information related to this event, and where all investigation results have been submitted. The MDR 3005477969-2014-00213 is the second MDR submitted for this same event, and was accidentally submitted before the duplication was identified.

Event description:
The femoral stem originally implanted with the other devices on (B)(6) 2009 remains implanted.